Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
While riding in his chair consumer alleges a woman in her car hit him and kept going and parked into a space. Unit tipped over and fell on the consumer and he consumer fell on the concrete on his hip.

Event description:
While riding in his chair consumer alleges a woman in her car hit him and kept going and parked into a space. Unit tipped over and fell on the consumer and he consumer fell on the concrete on his hip.

Manufacturer narrative:
Not a pride issue., car accident. Updated product code to ini.